Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of coating was due to physical stress. The event can be prevented by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the connecting tube had a dent. In addition to the connecting tube which was found to have coating peeling (1mmsq or more), the evaluation findings were as follows: the light guide lens had a scratch, the distal end had a scratch, the bending section cover was dirty, the scope connector cover had a scratch, the universal cord had a scratch, the grip had a scratch, and due to wear of the angle wire, the bending angle in the up/down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the evis exera iii bronchovideoscope, there was mechanical compression on the connecting tube. The issue occurred during reprocessing and there was no patient harm associated with the event. The device was returned and evaluated, and the connecting tube was found to have coating peeling (1mmsq or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.